Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred within the first five minutes of the patient¿s hemodialysis (hd) treatment. Follow-up with a charge nurse (rn) confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was not visible to the clinic staff. The nurse also stated that fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. The nurse stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 200 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: here was one case returned with 12 companion dialyzer from the reported lot number sealed in a prepackaging pouch. There was no damage or irregularities visually noted on any of the dialyzers. The samples were forwarded to the quality systems (qs) laboratory for testing. Each dialyzer passed bubble point leak testing. During the lot history review it was noted that there were two other complaints reported against the lot. There was one complaint for an internal blood leak and is the no-sample investigation for the current event. The other complaint addresses a blood leak, but it is unknown at this time if the leak was internal or external (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred within the first five minutes of the patient¿s hemodialysis (hd) treatment. Follow-up with a charge nurse (rn) confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was not visible to the clinic staff. The nurse also stated that fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. The nurse stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 200 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a blood leak, but it is unknown at this time if the leak was internal or external (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred within the first five minutes of the patient¿s hemodialysis (hd) treatment. Follow-up with a charge nurse (rn) confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was not visible to the clinic staff. The nurse also stated that fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. The nurse stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 200 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.